Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after experiencing syncope. During interrogation of the pulse generator, the patient was asystolic and the device exhibited an intermittent loss of ventricular capture. The device was explanted. The patients condition was good after the procedure.